Event description:
After an implantation period of approx. 31 months, oversensing with inappropriate therapies was reported. The ICD system was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 15 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The analysis revealed 35 cm distal to the df4 connector pin that the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.